Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 45 mg/dl. The blood glucose high up to 258 mg/al and lows in the it will start to shut down at 98 mg/dl and feels it was too quickly it is a half hour before it gets to 70 mg/dl and she has the suspend before and or low 45 mg/dl. Customer treated low blood glucose with orange juice and started to eat yogurt and granola, and eggs too it elevates her blood and right now the blood glucose was 110 mg/dl and increased to 198 mg/dl. The current blood glucose was 202 mg/dl. Customer treated for low blood glucose with food. Based on customer report customer does not allege pump was overt delivering. Run load reservoir and fill tubing with current set and insulin exited at the qr. The insulin pump will not be returned for analysis.